Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) the device was initially reported as returning, but has now been reported as not returning because it was discarded at the account. There was no reported device malfunction and the stent remains in the patient anatomy. A review of the lot history record revealed no non-conformances. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that the procedure was to treat a mildly tortuous, mildly calcified, and 89% stenosed mid left anterior descending artery. Pre-dilatation was performed with an unknown balloon catheter at 10 atmospheres. A 2.75 x 48 xience xpedition stent was deployed at 12 atmospheres when a side edge dissection occurred. Another 2.75 x 48 mm xience xpedition stent was successfully used to seal the dissection. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.